Event description:
It was reported that during implant, the guidewire was prolapsing on itself so the guidewire was removed and replaced and upon inspection appeared to be "stretched out". With the replacement guidewire the lead guidewire tip broke off within the left ventricular (lv) lead body. After access to the coronary sinus was obtained, the lv lead with a hybrid guidewire inserted through the lead ended up with the guidewire stuck in the lead tip. Upon pulling back, the guidewire gave way and it was evident upon removal of the guidewire that the tip broke off. The lv lead was removed and a guidewire could not be passed through the lead tip, suggesting that part of the guidewire was broken off within the lead. Cineangiography of the lungs and heart in multiple magnified views were unable to see any evidence of the tip of the guidewire having dislodged within the venous system or being within the lung parenchyma. The lv lead was not implanted and another model lv was attempted, but it appeared the lv lead was going to be limited by phrenic nerve capture. The second lv lead was removed and another model lv lead was implanted. It was noted the patient was part of the attain performa clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary - the full lead was returned. Analysis was performed and no anomalies were found. It was noted that the stylet /guidewire was broken.